Event description:
During troubleshooting for an unrelated alarm, it was determined that a homechoice automated pd set with cassette had a loose connection with the final bag. The patient stated that they did not tighten the luer lock and there was no solution left. This event occurred when the patient was connected, during dwell cycle four of four of peritoneal dialysis therapy. The patient finished therapy with manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the solution bags. The guide warns that a possible contamination of the fluid pathway can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.